Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek xs plus meter. This medwatch will cover the patient's system. Refer to medwatch with a1 patient identifier (B)(4) for information on the doctor's system. The result from the customer's meter was 6.1 inr at 10:03 a.m. The result from the doctor's meter was 3.7 inr at 3:30 p.m. It is not clear which result was believed to be correct. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is in "normal" condition.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 3.2 inr. Donor 1 hct: 41%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, customer meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and customer strips: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.